Manufacturer narrative:
Concomitant medical products: product ID: 37713, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37743, serial# (B)(4), product type; programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The device manufacturer's representative (rep) reported the patient had stimulation off for a while due to other things going on and not needing therapy for pain. The patient turned stimulation back on wednesday and reported stimulation shocking him on and off and also turning on and off on its own. The patient had to turn stimulation up high in order to feel stimulation. Today, the patient had stimulation up as high as it would go and could not feel it. Impedances were taken at 0.7v and as follows: 0-1=3931, 0-2=>10000, 0-3=3513, 0-4=10000, 0-5=3256, 0-6=10000, 0-7=3478, all electrodes on lead 8-15 were >10000 except for 0-14 which was 3761. The patient stated the stimulation was going on and off while the rep was checking impedances. The patient did not report any potential causes for the change in stimulation. The change in therapy is related to positional movement. The rep stated they were able to reprogram the patient that were not >10000 to get coverage. However, the patient still had changes in stimulation when leaning forward and backwards. The rep sent the patient home to try this programming for a couple days. The rep suspects the patient will need a revision. The rep asked why low impedances were not seen, it was reviewed the patient has open circuits and that shorts might only be captured on impedances if the patient was in different positions when wires were shorting. The rep stated that the patient can palpate the implantable neurostimulator (ins) area and make the stimulation go away and come back. The patient was to follow up with the health care provider (hcp). The rep stated the patient was going to set up an appointment with the hcp and the rep would try to be present at this appointment which is not yet scheduled. A lead issue was also reported. The rep stated that right after implant, the patient put in a below ground pool and the leads moved. It was unknown if the patient recovered completely. The issue was only mentioned in context of the current stimulation problem. Medical history includes other chronic/intract pain (trunk/limbs). Additional information reported the rep has no more information or has an appointment to see the hcp at a later time. If additional information is received, a supplemental report will be submitted.